Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod coil, a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. During the procedure, the physician placed a pod coil in the target vessel using the lantern. Next, while advancing the ruby coil into the vessel using the lantern, the physician noticed the lantern would kickback out of the guide catheter. Subsequently, the physician was advancing the lantern over the ruby coil and back through the guide catheter when the ruby coil had unintentionally detached inside the guide catheter. Therefore, the guide catheter and lantern was removed containing the detached ruby coil and the coil was flushed out on the back table. The procedure was completed using a new ruby coil, the same lantern, and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly and revealed that the sr component was fractured. If the ruby coil is retracted against resistance during use, damage such as an sr component fracture may occur. This damage likely contributed to the embolization coil detachment during the procedure. The pusher assembly was not returned for evaluation. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.